Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a thumping sensation and muscle contractions. The patient was experiencing phrenic nerve stimulation from the lv lead. The lv lead was reprogramed to a new vector with lower output. The lv lead remains in use. No further patient complications have been reported as a result of this event.